Event description:
The user returned the device to olympus due to an abnormal endoscopic image. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image was not displayed due to damage to the imaging unit. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. There was an abnormality in the angulation. The adhesive of the bending section rubber was chipped. The fixed part of the angulation of the control section was loose. The face plate on the video connector was loose. The video connector, control section, grip unit, angulation control lever, up/down plate, right/left plate, grip cover, light guide connector, and video connector case were scratched by an external factor. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) on december 06, 2021 for further investigation. Omsc checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -as a result of the leak test, there was no leakage from the device. -the device had no repair history. -no device appearance anomalies could be identified that could affect the reported event. -the image sensor unit cable near the end of the boot on the universal cord side of the control section was buckled. The broken image sensor unit cable at this point may have caused the reported event. The exact cause of the reported event could not be conclusively determined. However, buckling and disconnection of the image sensor unit cable may have been caused by unexpected mechanical stress such as twisting or bending, or by aging. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.